Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray evaluation revealed that the cam assembly had been activated four (4) times and no stents were found. The trigger button motion was functioning as intended. The injector¿s frontal components were found bent, which prevented the insertion sleeve retraction motion. This finding likely occurred due to how the device was shipped back. The injector¿s trocar was found broken at the splay. This finding may have occurred due to how the device was returned or during customer handling of the device. Images identified damage on the frontal components. However, conclusions based on the findings were confounded by the condition of the returned product. A review of x-ray images for the specified lot revealed that accepted devices contained splayed trocars that met required specifications. It is highly unlikely that the splayed trocar was shipped out bent as it undergoes critical dimension inspection after injector assembly per manufacturing procedure. Furthermore, all devices undergo visual inspection via x-ray per manufacturing procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. The device was disassembled and visually inspected. The insertion sleeve assembly and singulator holder were immobile due to the bent frontal components. No other non-conformances related to the reported event were found. Conclusions based on the evaluation findings were confounded by the condition of the returned product. As a result, a root cause of the reported issue was not definitively identified. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reported that the trocar fragment was not removed from the eye (os), and is secure in the angle with no endothelial reaction or inflammation. Additionally, there was no report of adverse impact to the patient and the intraocular pressure (iop) was reported as good following one (1) month postop examination.

Event description:
It was reported that the trocar broke during attempt to implant stents from a trabecular microbypass stent system. There was no report of patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the trocar broke during attempt to implant stents from a trabecular microbypass stent system. There was no report of patient injury. Additional information has been requested.